Manufacturer narrative:
Product code d2b: dsk. Initial reporter title e1: (B)(6).

Event description:
It was reported that catheter misidentification issue. The avvigo plus mobile system was selected intravascular ultrasound (ivus) examination of target lesion. During the procedure, it was found the catheter was misidentified. It is unknown if the catheter was used during the procedure. There were no patient complications.